Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed a cs 088 alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received. Unrelated to the original complaint, there was moisture corrosion observed in the battery compartment. The battery compartment was found to be cracked. A leak test was performed and failed because of the battery compartment leak. The pump was opened and there was no further evidence of moisture found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, the pump was emitting call service 088-85b3 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.